Manufacturer narrative:
As result of the technical investigation the following root cause has been identified: the negative ctdiweffective is caused by carekv-group-feature. Mlmoveablefilter2bodywedge incorrectly copied within carekv group leading to negative ctdi. This defect violates the applicable technical standards for CT systems and is reportable under 21cfr1003. Siemens will initiate a voluntary recall regarding this issue.

Event description:
Siemens has identified that in very rare cases (only one single occurrence worldwide has been reported to date) the x-ray dose is incorrectly recorded as a negative value. Somatom flash and drive CT systems with vb10a and later versions are potentially affected. The following conditions must be fulfilled to reproduce this issue: if the filter "mlmoveablefilter2bodywedge" is used in a spiral scan and this scan is combined with other scans in a workflow (chronical) and the option "care kv grouping" is set to "on", our system copies internally parameters from one spiral into the other spirals. If there are spirals without using this filter, the system detects this as an error and marks the copied ctdi value in the second spiral with a negative sign. Afterwards the sum for this calculation is not correct/results in a negative ctdi. There has been no incident of patient injury or other adverse event associated with this issue.